Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a power-on-reset (por) seen following a surgery. There were no reported symptoms. This occurred on (B)(6) 2016. It was further reported by the health care professional (hcp) on 2016-01-27 that they needed reprogramming due to surgery on (B)(6) 2016. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.